Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported false susceptible amikacin for escherichia coli in association with the vitek® 2 ast-n238 test kit. Biomérieux investigation was conducted. The customer did not comply with biomérieux request for lab report, raw data, or culture submittal. According to the initial customer report, there was no discrepancy between vitek® 2 ast-n238 amikacin (an01n) when compared to agar dilution (ad) method, which is the reference method used for development of this test. The reported discrepancy was to broth microdilution (bmd), which is not the reference method for the amikacin (an01n) test. Evaluation of the manufacturing qc batch records for ast-n238 lot 638380910 indicate the lot passed on initial qc performance testing. There were no issues observed with amikacin (an01n) on initial qc performance testing. The investigation concluded the vitek® 2 ast-n238 test kit is performing as intended.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported a false susceptible amikacin result in association with the vitek 2 ast-p63n238 test kit while testing an escherichia coli isolate. The customer performed confirmatory testing via broth microdilution, and reported the amikacin result as resistant. The customer reported the broth microdilution result to the physician. The discrepant ast-n238 result had no impact on patient treatment decisions. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to a patient's state of health. Culture submittal has been requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.